Event description:
It was decided based on pt's lung to remove their oxygen. O.r. That treated pt for chf recommended 3-5 lpm for their heart rate and to prevent mucus build-up. Pt was admitted to hospital with congestive heart failure (chf). The oxygen tests for their heart and to keep the mucus down indicated 3-5 lpm. When released 6 days later, and placed under after care, they did a breathing test for pt's lungs and reduced pt's oxygen to 2-3 lpm. The dr also is treating pt for chronic obstructive pulmonary disease (copd) which is lungs and almost ignoring the chf except for a half-hearted attempt to poorly supply potassium chloride and furosemide. The doctor has decided to remove the oxygen, pt feels probably to cover up the hospital's defective filters and remove the evidence. The outside filter is coming apart by time and the inside filter is plugged "out channels" and contaminates the lungs.

Event description:
Add'l info rec'd from rptr 1/15/04: rptr removed the inner foam filter on the respironics o2 machine and replaced it with a folded over and rolled-up wash cloth and another handkerchief over it all. The mate to the wash cloth is snow white 12 days later. Rptr now has the hose from the vacuum sweeper over the inner tubing and out the back with the return room air filter wrapped around the end of the slotted nozzle.

Event description:
Add'l info rec'd from rptr 12/23/03: "mucousing" had stopped, also legs were back to normal (13 1/4"). Endurance was also back to near normal. But then came defective o2, the hosp holding up medication, and pt's endurance dropping along with first intermittent "mucousing", then continuous "mucousing" and legs passed 14". Pt suspected the respironics o2 machine for part of the problem. They replaced the outer filter with their vacuum sweeper filter as they remembered small particles in the bottom of the soupy water dish. However, by the end of the next month they had not improved much and it still looked like they might be going back to hospital. They called respironics and that is when they found out about the inner filter and they began washing it. However, pt did not stop "mucousing", so they suspected the small sub-optical particles to be sticking to the walls of the machine and as they aged, they drop off or collect on the bottom.